Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the subject device. As a result of the evaluation by (B)(4), it was judged that there was no need to repair the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility used the subject device contaminated with pseudomonas to the patient during unspecified procedure. Omsc has not gotten any information about a patient outcome with this report. The user facility reported that the subject device had been reprocessed using an olympus automated endoscope reprocessor model mini etd2 (not available in the USA).